Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. An x-ray was performed; however no results have been provided. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event.